Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, bowel problems, dyspareunia, vaginal scarring, bleeding, recurrence and urinary problems. It was also reported that the plaintiff experienced abdominal pain, right flank pain, urgency, urinary frequency, dysuria, recurrent urinary tract infection. The device was completely explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.